Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's girlfriend reported via telephone call that the insulin pump would not turn on. The customer was driving with the insulin pump in the trunk and they were unable to troubleshoot and advised to call back in order to complete troubleshooting.